Event description:
It was reported that pump displayed malfunction alarm malf 0 with fault ID and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, and reset pump with assistance from technical support.